Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o-ring, cracked battery tube threads, missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump was damaged. Customer states that they had crack on battery compartment. Customer¿s blood glucose was 10mmol/l at time of incident. Insulin pump will be return for analysis.